Manufacturer narrative:
Complaint unit was received from the field for eval. Refer to eval # (B)(4) - found touchscreen calibration slightly off. Removed front display cover to thoroughly clean touchscreen surface. Replace cover and retested. Functioned normally. Attribute touchscreen calibration issue to residue or debris making contact with screen. Cleaned touchscreen surface. Checked and tested. On (B)(4) 2014, the DHR for console s/n (B)(4) was reviewed and showed that the unit met MFR specifications when released and there were no issues related to the complaint. A review of console history showed that this was the first time this unit was evaluated and serviced. No significant trend observed. The complaints database was reviewed during the months of (B)(4) 2013 and showed that this was the only complaint reported from this facility. No significant trend observed.

Event description:
Console would not recognize any touch to the touchscreen. I switched it out for my console to complete the 3 cases.